Event description:
Per the clinic, it was reported the patient swallowed the battery (date not reported). The patient managed to passed the battery without any issue. A replacement equipment was sent to the patient.